Manufacturer narrative:
Product complaint # (B)(4). This report is for one (1) unknown/unk - screws: locking: trauma/part and lot numbers are unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on unknown date, the patient underwent a surgery. After surgery, on (B)(6) 2022, the patient underwent the removal surgery since bone union was confirmed. During surgery, the screw in question got stuck when it was extracted about 1cm from a plate. The surgeon tried to extract the screw using a pair of pincers etc. But he couldn¿t. Eventually, the surgeon broke the screw head, removed the plate, and shaved a screw shaft that protruded from the bone. The surgery was completed without extracting the screw shaft left in the bone at the surgeon's discretion. The sales rep is now checking the details. No further information is available. Concomitant devices reported: unk - plates: trauma (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device unk - screws: locking. This is report 1 of 1 for complaint (B)(4).